Event description:
On (B)(6) 2013 information was received from the reporter while in the or with the patient on the operating table for a replacement surgery. It was stated that after the successful implant of a new generator that the physician¿s handheld computer stated that a self test failed on this program and that it was aborting execution immediately. The device stopped at the interrogation successful screen, at which point the manufacturer¿s representative attempted a hard reset on the handheld computer. The hard reset did not work and the representative then removed the handheld computer¿s battery to initiate a reset. This resulted in the handheld computer stopping at the self test failure screen mentioned above. The representative again performed another hard reset, but again received the self test failure screen. A backup handheld computer was available in the or and diagnostics were run on the patient¿s newly-implanted generator with everything checking out alright. The physician¿s handheld computer, programming wand, and handheld computer flashcard have been received by the manufacturer for product analysis. Product analysis for the programming wand was completed and approved on (B)(6) 2013. Other than normal wear related observations, no external visual anomaly was identified with the wand¿s serial data cable or case. Internal visual inspection of the printed circuit board assembly and associated components revealed no anomaly. The programming wand performed according to functional specifications. Continuity testing of the serial data cable and the battery cable passed. Product analysis for the software flashcard was completed and approved on 07/31/2013. Analysis performed on the returned flashcard determined that the allegation of no malfunction suspected/identified was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis for the handheld computer was completed and approved on (B)(6) 2013. A visual inspection identified no anomalies and further analysis performed on the handheld computer showed that the handheld performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Follow-up determined that the type of alleged failure which was reported would not be able to be duplicated once the handheld computer's initial battery had been depleted, which was the case upon receipt of the handheld computer by the manufacturer. It was stated that the type of alleged failure reported could have been due to a faulty executable in the programming software, but that all executables disappear upon battery depletion. Additionally, if a fully charged battery is used to replace the depleted battery, there is still no way in which to re-create or verify the alleged failure reported.